Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a generator. It was reported that during a surgery involving the replacement of a deep brain stimulation device, a strange sound, described as similar to the noise of a honeybee, was emitted from the handpiece. The patient, who was undergoing the procedure under local anesthesia, reported feeling currents in the area around the existing device. The settings on the generator were cut 5 and coag 6. The issue was observed intra-operatively, and the surgeon decided to stop using the handpiece for the remainder of the surgery. The procedure was completed without further use of the device. The site also mentioned that they believe the pump cover fit too loosely and were concerned that surface disinfectant could flow into the generator. Additional information was received. It was reported that there was a delay of around 10 min due to the sound check of the generator and handpiece.

Manufacturer narrative:
H3: upon testing, the issue was not confirmed or able to be reproduced during testing. No faults or failures were found and the generator passed system testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.